Manufacturer narrative:
Additional narrative: the measurable dimensions of the complained locking screw could not be checked for its specification as there was no part or lot number provided. Unfortunately, the same applies for the examination of the raw-material testing certificate and the manufacturing paper. The investigation was conducted and it indicated that the locking screw is completely jammed up (cold shut) in the liss plate. This may have been due to the screw had been tightened up far too much during final locking (insertion) and could not be removed any more during extraction (because of damage head). No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, a patient underwent surgery for a bilateral distal femur fracture. The less invasive stabilization system (liss) was used. The pin track wound became infected. The plate and screw was removed and replaced with the ex-fix during a revision surgery on an unknown date. The patient was treated with antibiotics. The patient passed away on an unknown date in (B)(6) 2013. It was reported that the multi organ impairment was not directly related to sepsis, but due to pre injury medical comorbidities, morbid obesity, and restriction to bed. This is report 1 of 2 for complaint (B)(4).